Event description:
It was reported that the patient with this pacemaker experienced a non-sustained ventricular tachycardia (nsvt) which showed right ventricular (rv) lead noise with pacing inhibition. The rv intrinsic amplitude dropped from 18mv to 1.8 mv. Technical services (ts) recommended performing interactive testing to understand if there were external factors affecting the device. This rv lead remains in service. No additional adverse patient effects were reported.